Event description:
It was reported that the PICC ruptured.

Manufacturer narrative:
The complaint of a break in the catheter line was confirmed, and appears to be use related. The product returned for evaluation was a 2fr s/l per-q-cath catheter. The t-lock assembly was attached to the hub. However, the stylet was removed from the assembly. The catheter was detached from the hub at the suture wings. A segment of catheter tubing could be seen within the suture wings indicating that the tubing broke rather than dislodged. The overall length of the detached segment was approximately 6,8 inches. Tactile evaluation revealed tensile weakness in the catheter segment. Microscopic examination (40-80x) revealed an irregular edge and a granular surface the proximal end of the detached catheter segment. The characteristics observed on the returned sample are indicative of a tensile break. The IFU states, "to minimize the risk of catheter breakage and embolization, the catheter must be secured in place." The IFU contains detailed instructions and illustrations for properly securing the catheter. A chr of lot #retb0457 showed two other similar product complaints from this lot number (263153 & 276699).